Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and identified that the system¿s host pc was not starting up properly, getting stuck during the ¿usb test¿ phase during start-up. This problem was due to a defective usb extender. After the usb extender was replaced, the system was returned to use in good working order.

Event description:
It has been reported to philips that the allura system would not start up properly. The device was not in clinical use. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.